Manufacturer narrative:
Information contained in this report was previously submitted through asr / psr on (B)(6) 2016 and (B)(6) 2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: contralateral side rupture.

Event description:
Healthcare professional initially reported "left side implant exchange with no complaint against the device." Physician reported a "grade 2 capsule" (capsular contracture grade 2) and "small seroma" observed during surgery. Physician later reported via device tracking left side "capsule". The device has been replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed on the device. Black particles observed in the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional initially reported "left side implant exchange with no complaint against the device." Physician reported a "grade 2 capsule" (capsular contracture grade 2) and "small seroma" observed during surgery. Physician later reported via device tracking left side "capsule". The device has been replaced.